Event description:
It was reported that a shaft break occurred. A 1.20mm x 12mm emerge balloon catheter was selected for use. However, when the sterile package was opened, the catheter was found to be broken in half. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. At 76.7cm from the strain relief the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. There was contrast present to the inflation lumen, and the balloon was tightly folded. Product analysis confirmed the reported break as there was separation of the device. There were also unreported hypotube kinks.

Event description:
It was reported that a shaft break occurred. A 1.20mm x 12mm emerge balloon catheter was selected for use. However, when the sterile package was opened, the catheter was found to be broken in half. No patient complications were reported.